Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, perhaps local infection / subacute chronic osteitis, infection, swelling, abscess, bleeding, inflammation, mobility.